Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
The second anchor the tip of the inserter snapped of in the anchor, and appeared twisted. This caused a delay in trying to retrieve from the anchor, eventually was removed from the patient. A backup device was readily available. There were no patient injuries reported.

Manufacturer narrative:
Two 72202397 bioraptor knotless suture anchor devices were returned identified as (B)(4). One device was later identified to be c-0146965 device. Both evaluations are the same as the devices have no identification as to which device belonged to which complaint. No sutures were returned. The threaders were not returned. The anchors were not returned. The missing portion of the inserter tip was not returned. The devices and one inner grub screw were what were physically returned. Device #1 has the grub screw still attached to the inserter shaft. The outer threads have been stripped indicating force. Over torque rotation causes the inner grub to spin within the anchor losing grip. Device #2 has a bent outer shaft fork. This also indicates force and/or off axis alignment. Rotation of the torque limiter caps both produced audible clicks as intended. The procedure was listed as ¿surgery¿. Prep details were not for (B)(4) but stated that ¿technique was followed perfectly¿. Subsequent information from (B)(4)listed normal bone quality and use of a bioraptor drill and guide. Prep instrument size was not reported. Proceeding per IFU recommended surgical prep steps and recommended method is essential to a successful implant. No root cause associated with the manufacture of these devices could be found.